Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00086 ((B)(4)+ nx029z). Investigation: no product at hand - therefore an investigation is not possible. The provided x-ray figures give no definitive hints for the mentioned loosening of the implants. Batch history review: the device quality and manufacturing history records have been checked for all available. Lot numbers and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is usage related. Rationale: in the light of the small amount of information received and due the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded. · wrong temperature. · unfavourable storage. · the age of the cement. · wrong handling with the cement. Corrective action: product safety case was created. Any action regarding CAPA will be addressed within the product safety case.

Event description:
No updates.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee components. The patient was initially implanted during a vegal total knee arthroplasty (tka) on (B)(6) 2017. Sometime later, during a revision for an unspecified reason, the femoral and tibial components were found to be loose. The surgeon was able to "pull them off the bone with his fingers". Additional information has been requested, including x-ray results. The adverse event/malfunction is filed under (B)(4). Associated medwatches: 2916714-2020-00071. Involved components: palacos r+g cement.